Event description:
According to the reporter, the balloon was inserted, but the trocar was unable to be removed to allow the balloon to inflate. Another balloon was used with no patient consequences. Additional information requested but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The dissector balloon appeared intact. Additionally, particulate matter was observed between the trocar and obturator. The obturator could not be removed from the trocar due to the observed particulate; therefore, additional functional testing was precluded. Ir scanning of the particulate matter identified it as an adhesive. The investigation was forwarded to engineering for further review. The visual inspection of the device by engineering confirmed the observations made by the pmv investigator. Additionally, a functional evaluation was performed by inflating the dissector balloon; no leaks were detected. The returned sample, as received by pmv, was found to not meet quality release specifications after application in the clinical setting and the reported condition was not confirmed. The root cause of the observed condition was determined to be a result of an incorrect action during the assembly process. This issue has been brought to the attention of the appropriate manufacturing. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4): after complaint investigation and assesment of the reported malfunction this complaint was deemed a non reportable event.

Manufacturer narrative:
(B)(4).